Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the explant procedure was patients preference. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.